Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-dec-2025, a clindex notification was received regarding a patient listed in the shoulder arthroplasty registry. The patient experienced loosening of the glenoid implant, accompanied by bone graft reabsorption. The glenoid component was removed, and a conversion to cta humeral configuration was performed. A custom glenoid implant is planned for future implementation. The event was indicated as probably not related to the arthrex univers revers implanted on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event, anatomical, or biological factors rather than a device malfunction. Per report study, no information was provided indicating a material, manufacturing, or design-related failure of the arthrex univers revers system.